Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: e1, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: degraded image, water ingress failure in cable section and main body was contaminated. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image degradation occurred due to cable breakage and damaged cable section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head presented connection issues and also produced poor quality images, vertical lines in images. There were no reports of patient involvement. This event was reported during inspection for use.